Event description:
It was reported that at the pt's last appointment to check the implantable neurostimulator (ins) the health care provider stated that the lead was not working. A CT scan showed that the leads were intact and the system appeared to be fine. The ins was currently off. There was no known accident or incident related to the event. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported that one or two electrodes had high impedances. The manufacturer representative was able to program around them and provided the patient with good coverage.

Manufacturer narrative:
(B)(4).